Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified left anterior descending (lad). A 2.75 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). Following pre-dilatation, the agent device was advanced into the patient; however, during inflation, the balloon ruptured and failed to cross the lesion due to severe calcification. The procedure was successfully completed with another same device. There was no patient complication reported.

Manufacturer narrative:
Device evaluated by manufacturer: the agent dcb device was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. Examination of the balloon identified a 2cm longitudinal tear along the main body of balloon and therefore the balloon could not be inflated. In addition, underneath the balloon material the inner lumen was exposed and stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely calcified left anterior descending (lad). A 2.75 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for percutaneous coronary intervention (pci). Following pre-dilatation, the agent device was advanced into the patient; however, during inflation, the balloon ruptured and failed to cross the lesion due to severe calcification. The procedure was successfully completed with another same device. There was no patient complication reported.